Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer reported the fenestrated bipolar forceps had a frayed cable at joint. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and was not used. The frayed cable was found before use. The fray instrument was found before the patient entered the room. It was unknown the color of the frayed cable as it was returned. The customer described the damage to be a small portion of cable was coming through the joint. There was no harm to the patient as there was no patient involvement.

Manufacturer narrative:
Based on the claim against the product by the customer noting fenestrated bipolar forceps had a frayed cable at the joint, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to the primary failure of broken snake wrist cable to be related to the customer reported complaint. The instrument was found to have a broken snake wrist cable at the distal end. The broken cable segment that contains the crimp was not returned with the instrument. Common causes of the failure mode broken - distal instrument snake wrist cables are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint regarding frayed cable at the joint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the instrument log for the instrument (pn 430011-52 /lot # s10210902-0026) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4). The instrument had 12 uses remaining after last use. No image or video clip for the reported event was submitted to isi for review. The probable root cause of pitch cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure. The fenestrated bipolar forceps instrument underwent a design change to allow for crimp retention, which included modifications to the distal and proximal clevis components of the instrument wrist assembly. This design change ensures that the pitch cable crimp is retained even if the cable breaks to mitigate the potential for a fragment falling into the patient and to improve pitch cable life. No additional actions are required given that the design change helped to reduce the severity of pitch cable failure. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis confirmed the instrument breakage that resulted in a fragment fall inside the patient was attributed to a broken snake wrist cable at the distal end. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.